Event description:
Clinical narrative: an impella cp device was inserted via the left axillary artery in a 70 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient's clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. The patient's medical history was notable for coronary artery disease. The patient was noted to have severe vascular calcification and underwent protected percutaneous coronary intervention with impella support. Following removal of the initial impella device, the patient developed recurrent cardiogenic shock in the cardiac catheterization laboratory. Due to severe calcification of the femoral vessels, the interventional cardiologist elected to place an impella cp device via the left axillary artery. Following successful implantation, the patient developed left upper extremity limb ischemia with loss of distal pulses. The ischemia was reported to have occurred during or after repositioning unit insertion. Doppler evaluation demonstrated absence of flow to the left arm. Additional contributing factors included peripheral arterial disease, severe cardiogenic shock, and the use of high-dose vasopressor therapy. No specific interventions were reported for treatment of the limb ischemia. While on support, the impella cp device was operating at performance level 5 with expected flows of 2.2 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. A decision was subsequently made to withdraw care, and the patient expired. The death is conservatively being reported; however, it is most likely attributed to the patient's underlying critical clinical condition due to acute myocardial infarction complicated by cardiogenic shock as they presented in society for cardiovascular angiography and interventions (scai) shock stage d. Limb ischemia is a known potential complication associated with large-bore arterial access and may be influenced by compromised distal perfusion, underlying peripheral arterial disease, vasopressor use, and the patient's critical hemodynamic condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d3 MFR fax number added, g1 MFR site name, danvers, removed.